Event description:
An initial report of hospitalization was received by (B)(4) on (B)(6) 2024 and forwarded to millyard advanced medical products, llc on (B)(6) 2024. The patient reported cassette depleted alarms on one of her pumps and that she was feeling sick after eating, so she went to the hospital. A nurse from the patient's doctor's office reported that the patient remained hospitalized with an interruption in therapy due to the pump malfunctioning. The hospital nurse later reported the patient had been admitted twice ((B)(6) 2023 and (B)(6)2024) with nausea and vomiting, and that the patient stopped the drug but was restarted. Later a nurse from the patient's doctor's office reported that one of the patient's pumps was deemed broken, and the patient was going to transition to a different therapy. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.